Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were having issues connecting/synchronizing the insulin pump to the glucometer. The customer reported a low blood glucose level of 53 mg/dl which they treated by drinking orange juice. Troubleshooting occurred and was able to successfully connect the insulin pump to the meter. Product will not be returned for analysis.